Event description:
A customer reported that their pump battery was not charging, and attempts to resolve the issue, including using a different wall adapter and charging cable, were unsuccessful. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, confirming the shipping address and instructing the customer to return the malfunctioning pump within ten days using a pre-paid label. The customer currently had no backup insulin therapy but intended to contact their healthcare provider.